Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
An advocate reported that the customer performed comparison of blood glucose testing with their contour next ez meter and school meter and obtained readings of 534 mg/dl and 134 mg/dl respectively. Both readings were obtained within five minutes. The customer did not have symptoms of hyperglycemia. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. Replacement meter and test strips were sent to the advocate.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, an in-house contour next ez meter was tested with the in-house contour next test strips from lot # 9cpeg09a using a blood sample, which gave a satisfactory performance.